Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose of 44 mg/dl and customer¿s blood other glucose values was 350 mg/dl, and 200 mg/dl to 300 mg/dl. Customer had symptoms as chest pain. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated for their high blood glucose with insulin pump. Auto mode feature was active at the time of incident. The customer alleged that insulin pump was not pumping the insulin out of the vial. Customer also reported that insulin pump had multiple pump error alarms and they were able to clear the alarm and able to complete rewind process. Customer performed displacement test, high pressure test and self test and all were passed. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.